Event description:
Customer reported he has experienced hyperglycemia of up to 442 mg/dl, and he believes the insulin delivery of the infusion device is inaccurate. His normal blood glucose range is 95-100 mg/dl. The adapter had not been changed in 4 months and the rapid-d headset is changed every 3 days. He was advised of specifications and sent replacement products. Follow-up was completed, and the replacement products did not resolve the issue. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.